Manufacturer narrative:
Initial analysis discovered that this crt-d failed the longevity calculation. Further analysis is currently being conducted to determine the root cause for this observation. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for disposal. There were no allegations against the functionality or longevity of this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.26 volts. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.